Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. It was reported that the device has been disposed and is not available for analysis; however, if there is any further relevant information received, a follow up medwatch report will be filed.

Event description:
They put a balloon first and then they put the thruway wire after, they tried to take the balloon out and they got stuck together, the wire got stuck inside that balloon, so they have to loose access, the balloon and the wire together, and they dropped another different balloon and different wire, another 014 thruway wire, to finish the procedure. This event happened inside the patient's body. There was no complication and everything was fine.